Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a cardiac procedure was performed when the issue happened. The procedure was completed by moving the patient to another room. Philips field service engineer (fse) conducted an onsite inspection and confirmed the reported issue. After reviewing the log, it confirms motor assembly error for that geometry movements were stopped. During troubleshooting, table movements returned, but height adjustment failed. A new potentiometer was installed and connections verified, but calibration failed. To resolve the problem, the table vertical drive motor was replaced and return the parts for further analysis and drive unit failure is confirmed. After replacing height potentiometer and vertical drive motor, the system returned to full functionality. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's x-ray was not possible. The user restarted the system, but the issue persisted. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.